Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: were there any issues with clip formation in the preliminary procedure: yes; if yes, please describe the shape: it was confirmed with the operation video that one of three clips that had been placed on the most patient side was teardrop-shaped. Other two clips seemed to have been properly formed; were any issues noted with device performance during the original procedure: no; how was the biliary calculus addressed: no information; was a cholangiogram performed: no information; what were the determining factors for using an er420 versus an er320: no information; please describe the drainage technique that was used to treat the bile leak: no information; what is the patient¿s current status: stable; are there any videos or photos available: no.

Event description:
It was reported that after a laparoscopic cholecystectomy on (B)(6) 2016, bile leak was found and the patient was rehospitalized. In the initial operation, the device was fired three times on the common bile duct of the patient¿s side and the bile duct was cut. When the device was fired, the doctor felt that there was a biliary calculus at the site, but the device was fired as-is and the case was completed. At a later date, the patient visited the hospital after discharged. When the patient was examined, it was found that the amylase was high. Besides, it was found with CT that all three clips came off the bile duct and bile leak occurred. The patient has been rehospitalized and drainage is being performed to treat the bile leak. No device will be returning.